Event description:
It was reported that the patient passed away due to ventricular tachycardia, transient recurrent ventricular fibrillation (trvf), and renal failure. An autopsy was not performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Whether the outcome was device or therapy related was not provided by the customer. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrythmia, renal failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", list arrythmia as a potential late implant complication. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.